Event description:
Customer reported via phone call that their insulin pump was alarming. The blood glucose reading is 63 mg/dl.

Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/a33 test and a33 alarm during basic occlusion test due to faulty. The drive support was inspected and no anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.